Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; display overlay found out of electrical specification. (B)(4).

Event description:
It was reported that there was a problem with the stylus pen of the programmer. When a new stylus was attempted, the programmer presented with an error message; the display screen was not responsive to the pen, and after calibration of the pen is when the error message would appear. The programmer has been returned for repair. No patient complications have been reported as a result of this event.